Manufacturer narrative:
The reported field event could not be confirmed. The svc set screw was not returned with the device. Testing with the returned set screws showed normal connections. Since the svc set screw was not returned, the cause of the field event could not be determined.

Event description:
It was reported that during a routine generator replacement, a set screw on svc portion of header that would not disengage. The physician was able to loosen the set screw by using different wrenches. The patient was stable.